Event description:
Approximately fifteen months after hvad® implantation, it was reported that the patient had experienced multiple losses of power while changing his batteries. The patient also noted that a few weeks prior, he had experienced a "critical battery" alarm while at home. The controller was exchanged and the batteries were removed from the patient and replaced. No harm or injury to the patient was reported as a result of this incident and the patient is reported to be doing well. Preliminary log evaluation confirmed multiple losses of power on (B)(4) 2014. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The site has indicated that the pump remains implanted. (B)(4) were not returned to heartware despite multiple attempts to obtain them. (B)(4) was returned to heartware for visual and functional examination. Various analyses were conducted and reviewed in order to evaluate the performance of the returned battery in relation to the reported event. The returned battery passed all visual and functional testing; although the event could not be replicated during testing, a review of the controller log files confirm the occurrence of critical battery alarms and controller power-up events. Applicable risk documentation and experience with events of similar circumstances were considered; events with inappropriate critical battery alarms are most often attributed to corrupt communication between the battery and controller.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was experiencing power switching from his controller between the batteries. No patient harm or injury was reported as a result of the event. The controller and batteries were removed from the patient and a new controller and batteries were supplied. Two batteries (bat030471, bat042002) were returned to the manufacturer. Investigation of one returned battery (bat042002) concluded that it passed visual and functional testing and was working as intended; however, based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of eight reports (3007042319-2014-00818, 2015-04151, 2015-04152, 2015-04153, 2015-04154, 2015-04155, 2015-04156 and 3007042319-2015-004157) submitted for devices related to the same event.